Manufacturer narrative:
Evaluation: no product was returned by the customer to assist in this investigation. An internal clinical review of the complaint was performed and the evaluation indicated that the event was caused by user error in that incorrect planning and sizing of the graft took place prior to deployment of the device. Cook instructions for use (IFU) states the following: "pre-implant determinants" verify from pre-implant planning that the correct device has been selected. Determinants include: femoral artery selection for introduction of the main body system (i.e., define respective contralateral and ipsilateral iliac arteries). Angulation of aortic neck, aneurysm and iliac arteries. Quality of aortic neck. Diameters of infrarenal aortic neck and distal iliac arteries. Distance from renal arteries to the aortic bifurcation. Length from the aortic bifurcation to the internal arteries/attachment site(s). Aneurysm(s) extending into the iliac arteries may require special consideration in selecting a suitable graft/artery interface site. Consider the degree of vascular calcification." "Intervention of conversion to standard open surgical repair following initial endovascular repair should be considered for pts experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak may lead to aneurysm rupture."

Event description:
In 2007, a zenith tri-fab system was placed. During the placement of the device the main body graft had a type I endoleak. A main body extension was placed extending the fabric approx 10 mm closer to the renal artery. The devices were ballooned with a molding balloon. The type I endoleak did seem to resolve and the pt will be followed up with a CT. The follow up CT at one month continued to show a proximal type I endoleak. The operator decided to perform an open conversion of the endograft. Two months later, the pt had the open conversion to extract the device and repair the aorta with an ao-bi iliac bypass graft. The pt is recovering well.